Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer experienced stomach pain, thirst and treated their high blood glucose levels via insulin pump. Customer's blood glucose level was 165 mg/dl at the time of call. Customer declined to troubleshooting for high blood glucose levels. The customer also reported sensor issues having inaccurate readings. The insulin pump will not be returned for analysis.